Manufacturer narrative:
(B)(4). Evaluation of the device found it returned deployed. The plunger with the anterior needle tip, the suture with the posterior needle tip, link and cuffs were not returned for evaluation. No damage was detected on the returned device body, lever, foot, guide and sheath that would contribute to the reported suture came out experience. Both ends of the foot were examined and there was no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and was determined acceptable and not a contributing factor in the event. There was no manufacturing or quality issue detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step #3, plunger removal, the suture came out. The proglide device was removed and manual compression was used to achieve hemostasis. There was no adverse patient effect. No additional information was provided.